Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit1318, serial/lot #: (B)(6) h3, h6: a medtronic representative went to the site to perform a system check out and they replaced the 3define camera. The system now functions as intended. The camera was returned for product analysis. The analysis determined that the camera was broken. The exports/logs were returned for software analysis. The analysis determined that the issue was related to a 3d intel camera fault. Multiple device codes were applied. Below clarifies what each is associated with. A11 - surgical arm going into work volume a051205 - arm hit reference frame medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the surgical arm went into the work volume and hit the patient reference frame after completing a 3define scan during the procedure. A towel was placed over the patient for the 3define scan. The surgical system was mounted to the patient using a bone mount bridge connected to a schanz pin placed in the right psis. The software showed a full scan of the patient and it was not conclusive that the scan failed based off the 3d reconstruction of the scan. The surgeon decided to abort the use of the guidance system and complete the procedure with navigation. There was no patient harm and the procedure was delayed less than an hour.